Event description:
It was reported that during pre-dilatation of a mildly calcified, moderately tortuous left circumflex artery a rx voyager (1.5x15mm) ruptured at 12 atmospheres (atm) with the first inflation. Another non-abbott device was used to successfully dilate the lesion. A mini vision (2.5x15mm) stent delivery system was prepared inside the patients anatomy. During advancement, additional force was applied but the stent delivery system met resistance and failed to cross the lesion. As the mini vision was removed, the proximal stent strut met with the guiding catheter and became flared. Upon removal it was noted that the hypotube was bent. Reportably, this bend was due to applying more force than usual during advancement of the stent delivery system. The procedure was completed with a non-abbott stent. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii, glnd slam. Guide cath: 6f jl3.5 (manufactured by goodman). The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected. The additional device (rx mini vision) is being filed under a separate medwatch report.